Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Acetabulum fracture osteosynthesis took place on (B)(6) 2017. The surgeon drilled a screw hole with drill bit, plate screw inserter (703964) and drill sleeve (703965) after several screws were fixed. The surgeon noticed the drill bit was broken. Though the surgeon changed it with the new same one, the result was the same, the drill bit was broken in the bone. Both broken fragments left in the patient.

Manufacturer narrative:
The reported event that a ¿scaled drill ø2.5mm, ao fitting¿ was alleged of ¿breakage¿ could be confirmed, because the device was returned for investigation. The result of the investigation confirmed the reported failure. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the proximal device end (device tip) has been damaged. The appearance of the damage area points to a ductile overload fracture caused by an excessive force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Use a sharp drill bit when drilling bone, particularly in areas of hard, dense bone. This may offer the surgeon more control and help avoid plunging that may injure neurovascular structures, viscera, or other soft tissue structures. It may also lessen heat generation. Blunt drills should be discarded and replaced. [Original statement] always use the designated drill sleeve/plate screw inserter to assure accurate placement of the screw and to protect the adjacent soft tissues against the generation of heat and build-up of debris. The drill sleeves are also designed to prevent damage to the drill bit and to avoid the drill bits being seized or blocked in the sleeve. [Original statement, page 10] if any further information is provided, the investigation report will be updated.

Event description:
Acetabulum fracture osteosynthesis took place on (B)(6) 2017. The surgeon drilled a screw hole with drill bit, plate screw inserter (703964) and drill sleeve (703965) after several screws were fixed. The surgeon noticed the drill bit was broken. Though the surgeon changed it with the new same one, the result was the same, the drill bit was broken in the bone. Both broken fragments left in the patient.